Event description:
It was reported that the patient experienced hyperglycemia after a supply change while using an ilet system with a contact detach infusion set, with further review indicating incorrect meal announcements contributed to glycemic excursions; the caregiver implemented limited access to reduce incorrect meal entries, and troubleshooting and education were provided, including an infusion set change without cartridge replacement and follow-up monitoring. Symptoms included high glucose readings and a prior hypoglycemic episode associated with a false meal announcement. Outcomes included self-management with oral glucose for the low, no professional medical intervention, and return to in-range glucose thereafter. Investigation included review of pump reports with the caregiver, assessment of use patterns, guided infusion set replacement, and follow-up blood glucose trend checks. Investigation of this case revealed no device alarms and improving glucose after the infusion set change and correction of use behavior, consistent with hyperglycemia of unclear cause with contributory use error from false meal announcements and possible infusion site performance prior to the set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.